Event description:
It was reported that during a cystolitholapaxy procedure, the staff noticed that the fiber wire broke in half. When the fiber broke hit the patient drape and burned the drape. There was a barrier between the patient and the drape, therefore, there was no patient harm. The procedure was completed using an alternate method without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a cystolitholapaxy procedure, the staff noticed that the fiber wire broke in half. When the fiber broke hit the patient drape and burned the drape. There was a barrier between the patient and the drape, therefore, there was no patient harm. The procedure was completed using an alternate method without patient complications.